Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystomy. It was reported during the procedure, two 511sd trocars were used. The subxyphoid puncture leaked because of a slit gasket on the torn seal, halfway through the procedure. The case was completed and after the procedure the umbilical 511sd was examined and the seal was easily torn. There was no consequence to the pt.